Event description:
It was reported the patient had been having symptoms and it seemed like their device was not working for the past few days. It was stated the patient could not increase the stimulation and was seeing the upper limit screen and an 8.5 on program #2. The patient was able to switch to program #3 and was going to keep track of their progress. It was noted the patient had not tried programs #1 or #4. It was later reported the patient received assistance from their doctor or manufacturer representative on (B)(6) 2013 and their concerns were resolved. It was also stated the patient was still having concerns with their device or therapy and were working with their doctor or manufacturer representative and had an appointment scheduled for (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va006qt, implanted: (B)(6) 2012-, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).